Event description:
It was reported that the pump screen would not turn on, rendering it non-functional. There was no adverse impact on the customer¿s blood glucose level during the incident. The customer was advised by technical support to attempt several troubleshooting steps with no success. A replacement pump was arranged and the customer switched to multiple daily injections to maintain insulin therapy in the interim.